Event description:
In preparation for discontinuing the patient's pulmonary artery (pa) catheter and sheath, the head of the bed was lowered flat. Blood began to collect in the clear plastic protective cover of the pa catheter. Upon disconnecting the pa lock from the sheath valve, blood dripped from the connection site. The pa and sheath were removed.